Event description:
Information was received indicating that a pump with a cadd cassette attached exhibited and issue with disposable clamp" alarm. It was reported the end user was able to switch backup products to complete the infusion therapy. No adverse patient effects were reported.